Event description:
It was reported that the patient presented in the operating room for an initial implant. During the procedure, the right ventricular lead exhibited high impedance. The lead was replaced with a competitor product. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.